Manufacturer narrative:
Certas plus valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was provided by integra's medical safety director: the etiology of the extended spectrum beta-lactamase (esbl) infection is not related to the device. Infection originates in ruq approximately 1 month s/p implantation of the shunt; dx acute cholecystitis april 17th. Sepsis occurred the following day and two days later a disturbance of consciousness, indicative of shunt occlusion.

Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h6, h10 additional information received: "patient cause of death: bacterial meningitis" "causal relationship with the product: according to the doctor's comment, it is possible that the bacteria entered the meninges through the sheath around the catheter of the shunt. It is difficult to think of a causal relationship with the product."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828807) was implanted via lumbar peritoneal (l-p) shunt due to secondary hydrocephalus on march 13, 2023 with unknown setting. The patient was transferred to a rehabilitation hospital in april 14 but was hospitalized in april 17 due to high inflammatory reaction, fever, and right upper quadrant pain. An acute cholecystitis was diagnosed by abdominal CT, and it was judged that emergency surgery was indicated. Postoperative magnetic resonance cholangiopancreatography (mrcp) was performed to confirm the absence of stones in the common bile duct the patient was treated with fasting, fluid replacement, and dalacin. A blood sample revealed disseminated intravascular coagulation, and a blood transfusion was performed. The patient had a high inflammatory response and was diagnosed with sepsis and started administration of meropen in april 18. In april 19, disturbance of consciousness occurred, and a CT scan of the head revealed worsening hydrocephalus, and shunt dysfunction associated with device infection was suspected, therefore, shunt was removed. On the same day a spinal drain was inserted during surgery and the cerebrospinal fluid was drained outside the body. The patient was also diagnosed with bacterial shock, and miraclid was administered. Esbl (extended spectrum beta-lactamase) was detected in bile and cerebrospinal fluid cultures, leading to the diagnosis of meningitis and concomitant use of vancomycin. The esbl was also detected in the ascites that flowed out after wound dehiscence. In april 20, effective drainage could not be obtained from the drain, and the patient's respiratory status worsened. The patient was intubated urgently and placed on a ventilator. Since the drain was obstructed due to an abscess, emergency ventricular drainage was performed as the abscess was drained from the ventricle, the hydrocephalus also tended to improve. Chest imaging showed pleural effusion, which was determined to be pleural effusion associated with hypoalbuminemia, and hypertonic albumin 2v was administered. An intrathecal injection of amikacin was administered because clear abscess formation was observed on the image, but it was judged to be dangerous due to brain septum formation and was terminated on (B)(6). The patient had marked generalized edema, and despite anti-edema therapy, the symptoms did not improve. No urine output was observed. In addition, blood pressure decreased, and increased pressure did not improve, and blood pressure suddenly decreased. On (B)(6), the patient passed away.